Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (cracked touch screen).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 260 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.